Event description:
The microcutter xchange 30 stapler was used to transect a pulmonary vein from the right upper lobe. A deployment could not be completed. The surgeon elected to convert to open to facilitate removal of the device and complete the procedure. The postoperative course of the pt was uneventful.

Manufacturer narrative:
Not available. Device investigation and conclusion: investigation of the device demonstrated a bent clamp bar in the handle that was most likely caused by a deployment on excessively thick tissue for this particular cartridge size. Further, possibly articulation of the end-effector with the jaws clamped could have caused the inability to unclamp by buckling the articulation bands. Corrective actions for both causes have been since implemented.